Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report ¿cornea problems¿ and ¿infections¿ while wearing acuvue® oasys® brand contact lenses (cls). The pt reported having ¿eye infections on and off¿ since the end of last year. The pt visited an eye care provider (ecp) and was prescribed eye drops (unspecified). The pt recently visited an optometrist for a check-up two weeks ago and the optometrist told the pt that there was ¿a substantial power change¿. The pt is unable to wear the cls previous purchased ¿due to corneal scarring left over from her previous eye infections¿. The pt reported the scarring was in both eyes and the scarring should heal. The pt was unable to confirm the location of the corneal scars. The pt is not currently wearing cls. The pt reported experiencing redness in one eye (unspecified) and sensitivity in the other eye (unspecified) at the time of the infection last year. On (B)(6) 2018 a call was received from the pt and additional information was provided: the pt will try to find the treating ecp contact information along with a picture of the lenses and send via email. Pt did not receive a medical report from the ecp. Pt went to the optometrist yesterday ((B)(6) 2018) and was advised the corneal scarring will take another month to recover. On (B)(6) 2018 an email was received from the pt with additional information: the pt reported ¿my eyes short sightedness power have changed and the astigmatism for one eye has increased 10 times!!¿ the pt reported the optometrist said it was due to the cornea scarring for both eyes¿. The pt reported the scarring is due to previous ¿infections¿. The pt recalled 1 event, ¿end of last year where the eyes went red and was healed by going to an eye specialist with an eye drop and no contact lens wear for a ¿period of time¿. Pt reported the eyes get ¿slightly reddish from time to time this year¿ and pt ignores the symptoms thinking it ¿could be sweat when I work outside or perhaps the dust¿. The pt reported that as long as the eyes are not so ¿blatantly red¿ the pt would not visit the ecp and would just abstain contact lens wear during those times. The pt is a long-time wearer of contact lenses for 30 + years. The pt reported that the optometrist stated ¿my eyes are no longer suitable to wear acuvue¿. On (B)(6) 2018 a call was placed to the pts optometrist and additional information was provided: the pt came in for an eye exam on (B)(6) 2018 with complaints of blurry vision ou. Pt reported redness for 3-4 months and went to see a doctor once. The treating ecp information was unknown. The ecp reported the pts eyes were checked using a slit lamp and diagnosed keratitis and corneal scarring for both eyes. The ecp reported the va had changed, the infection had resolved with no active infection. Ecp can see ¿ulceration of the cornea: not very deep, few spots, about 0.1 ¿ 0.2 mm in width and relatively superficial¿. Ecp reported the ¿white spots were found throughout the cornea and the surface of the cornea were not smooth¿. The pt was advised to ¿totally stop wearing contact lenses so the eyes can recover¿. The pt had a follow-up (fu) visit on (B)(6) 2018 and advised ¿most of the white spots have cleared¿. The eyes were better. The ecp advised the pt needs to discontinue wearing lenses for another 1-2 months to completely heal. On (B)(6) 2018 a call was placed to the optometrist and additional information was provided: the pt has astigmatism and presbyopia. Prior prescription (B)(6) 2016: od: -6.00; va: 6/6 ou. Current prescription (B)(6) 2018: od: -3.25d, cyl -2.50 and axis of 70. V/a: od: -6/7.5, add power +2.25. On (B)(6) 2018, an email was received from the pt with additional information: the pt reported visiting an optometrist recently (unspecified date) and it was mentioned that ¿the scars are still there and it would take another month ¿ at least!!¿ on (B)(6) 2018, an email was received from the pt with additional information: the pt reported consulting with ¿a gp friend last saturday¿ and was advised to consult an eye specialist. The pt reported visiting an eye specialist on (B)(6) 2018 and noted the eye specialist performed a detailed check-up and a ¿3d oct on the worse eye.¿ the pt was advised to cease contact lens wear for another month. The pt was advised to return to the eye specialist for a follow-up visit in another month. The pt noted that ¿it will be close to 3 months not being able to wear lenses and this cornea problem causes my eyes to be blur and I can¿t see clearly since my current spectacles don¿t help.¿ no additional medical or product information have been received. The date of event is reported as (B)(6) 2017. The suspect product was discarded. The suspect lot number is unknown. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, a call was received from the patient (pt) and additional information was provided: the pt reported that the ophthalmologist cleared the pt to return to contact lens (cl) wear 3 days ago. Pt agreed to send medical report. On (B)(6) 2018, an email was received from the pt with two letters from the ophthalmologist and medical receipts attached: a letter from the ophthalmologist dated on (B)(6) 2018: the pt was examined by the ophthalmologist on (B)(6) 2017 for ¿allergic eye disease due to contact lenses wearing¿. The pt was prescribed ¿l. Relestat b.d to both eyes for 1 month¿ (antihistamine). Medical receipt dated on (B)(6) 2017 for medication ¿l. Relestat x 1¿ (antihistamine). A letter from the ophthalmologist dated on (B)(6) 2018: the pt consulted with the ophthalmologist on (B)(6) 2018 for ¿blurring of vision in the right eye for 6 wks (illegible word)¿. The pt had been wearing cls. The eye exam showed superficial punctate keratitis in the right eye ¿resulting from cl wear¿. The pt was advised to discontinue cl wear and use artificial tears in both eyes. Medical receipt dated on (B)(6) 2018 for medication ¿l. Hylocomod x 1¿ (lubricating eye drops). No additional information has been received. This report is for the pts od event. The event for the pts os will be reported in MDR#: 1057985-2018-00125 fu # 1. If any further relevant information is received, a supplemental report will be filed.